Event description:
The patient stated that while he was at work, he smelled insulin and he found that his infusion tubing had completely separated from the luer lock. His blood glucose was elevated to 312 mg/dl. His normal blood glucose range is 112-130 mg/dl. Symptoms of high blood glucose were pasty mouth and lethargic. He stated he changed his infusion tubing and performed a correction bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.